Event description:
It was reported that during the implant, setscrew would not unscrew. The impedance was high out of range value. The device was not used.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of setscrew anomaly was confirmed and was due to silicone pieces that origins from the atrial septum plug was present inside the atrial hex inset. The device was tested and no electrical anomalies were found.